Manufacturer narrative:
The journal article where this information was reported: fu yi, min shen, feng wu, jin yu, jun zhang, and bing liu. Improving left ventricular pacing threshold using retained guidewire technique: a case report. Europace. 2010 dec;12(12):1792-3.

Event description:
Boston scientific was notified that a journal article titled "improving left ventricular pacing threshold using retained guidewire technique: a case report" contained information concerning the off-label use of a guidant guidewire. This was a case study where the use of a retained pacing lead guidewire resulted in a substantial reduction in the pacing threshold for a competitor's left ventricular (lv) lead. The guidewire was implanted with the lv lead as it was found that pacing thresholds were significantly lower by extending the guidewire from the end of the pacing lead. The pacing threshold for the lv lead remained stable at the 12 month follow up. No adverse patient effects were reported. The guidewire remains implanted with the lv lead. The lot number for the guidewire is currently unknown.